Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The returned product consisted of a fathom guidewire separated into 2 pieces. Both pieces were returned. The catheter shaft was inspected for damage. It was noticed that the shaft was separated approximately 12cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the wire tip became detached. A 180x25cm fathom -16 guidewire was selected for use. During a y-90 embolization case, it was noted that the tip of the fathom guidewire became detached when the physician was trying to pull the device back into the non-bsc microcatheter. Furthermore, the detached tip was retrieved through snaring and the physician proceeded with the case. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the wire tip became detached. A 180x25cm fathom -16 guidewire was selected for use. During a y-90 embolization case, it was noted that the tip of the fathom guidewire became detached when the physician was trying to pull the device back into the non-bsc microcatheter. Furthermore, the detached tip was retrieved through snaring and the physician proceeded with the case. No further patient complications were reported.